Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error alarm rewind due to corroded motor home switch. Unable to perform functional testing due to constant motor error alarm. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.